Event description:
Information received from the field does not address the patient's clinical status but notes that although the two leads connected to the device are unipolar leads, the device accepts programming to bipolar in the sensing parameters.